Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred when the needle plunger was retracted. The device was removed and a second perclose proglide device was used with the same results. Hemostasis was achieved placing a sheath and holding manual arterial pressure. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. The other proglide is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted in the investigation of the complaint. A cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, user technique, or patient anatomical conditions. The needle trajectory of every device is verified during manufacturing and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may contribute to a cuff miss. Information concerning user technique was not provided. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. A femoral angiogram was taken and no calcification was reported. No other relevant patient medical history was provided. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a lot specific product quality deficiency.